Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had the same amplitude for both their lying and standing positions, so that is why their programmer was showing both amplitudes. A manufacturer representative checked the device and it indicated the correct orientation. The patient was seeing an ¿a¿ on their therapy screen but that was in reference to the adaptive stimulation icon. All six of the patient¿s programs had adaptive stimulation. The patient was educated on the difference between mystim and adaptive stimulation and understood the difference. After a reprogramming the patient had one program with adaptive stimulation and the other 5 did not have adaptive stimulation so the patient would have open limits.

Event description:
It was reported that the patient¿s unit was set up for use of adaptive stim mode, and for using either the upright position or the lying position. When the patient would adjust the settings, the setting for one position would also change the setting for the other position and would happen randomly. It was also noted that on all the programs he could only adjust for the amplitude parameter and couldn¿t adjust for pulse width or rate on any of the programs. It was recommended the patient follow-up with the manufacturer¿s representative (rep) for troubleshooting and to discuss further.